Manufacturer narrative:
The reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Built-in reader test was performed and the test was passed. No error message was observed. Therefore, issue in not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the use of abbott diabetes care (adc) device. The customer received an error-9 message on their meter display and was unable to obtain readings. As a result, the customer experienced loss of consciousness and was administered water by a non-healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the reporter's report of "last week but they don't have the exact time". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the use of abbott diabetes care (adc) device. The customer received an error-9 message on their meter display and was unable to obtain readings. As a result, the customer experienced loss of consciousness and was administered water by a non-healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.